Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Operation channel buckled and leaky, close to the inlet t-piece. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel leakage. Based on the result, we concluded that it was caused due to an excessive force applied on the operating channel.